Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 26 mm sapien 3 case by tf approach, when an attempt was made to deploy the valve, no contrast entered the balloon, so the valve was unable to be deployed. There was a ¿leak in the delivery system.¿ the whole system was retrieved and a new kit was used with success.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. The delivery system was visually inspected as received and no abnormalities were observed. As returned, the delivery system was unable to be de-aired. The balloon was able to be partially inflated; however, fluid was observed to be leaking out of the proximal end of the handle. Functional testing confirms the complaint. After functional testing, the delivery system was disassembled and it was observed that the balloon shaft was torn on the valve alignment marker. The outer diameter and inner diameter of the balloon shaft was measured distal and proximal to the damage. A diameter that is out of specification may indicate a nonconformance which could contribute to the complaint. All measurements met specification. Imagery review was performed on a video received, showing the delivery system on the table. Fluid can be seen leaking from the proximal handle as fluid is introduced using the inflation device. The video confirms the complaint. A DHR review was performed and did not reveal any manufacturing issues that could have contributed to the complaint event. A review of lot history revealed no similar complaints for ¿delivery system ¿ leakage¿. Review of complaint history revealed that the occurrence rate did not exceed the march 2018 control limit for the trend category ¿leakage¿. No IFU/training deficiencies were identified. Inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. The complaint for ¿delivery system ¿ leakage¿ was confirmed. No potential manufacturing non-conformance were identified. During functional testing, it was not possible to de-air the device due to the damage to the balloon shaft. Since there were no reports of inability or difficulty de-airing the device during prep, the damage was not present on the device out-of-box. The damage was on the valve alignment marker. This marker remains protected by the handle during and after manufacturing, until the initial valve alignment steps in the procedure. Therefore, it is likely that the damage occurred during the procedure. It is possible that the balloon shaft was damaged when the device was being manipulated during valve alignment or crossing the aortic arch/native valve. However, there is insufficient information to determine a definitive root cause at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Additionally, since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) is not required.